Event description:
It was reported that there were concerns regarding premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed through a data analysis that the device's power consumption was increasing and recommended device replacement. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the device power consumption was increasing and recommended device replacement. This product was abandoned and replaced. No additional adverse patient effects were reported.